Event description:
The user reported that during an angiographic procedure the gauge on the inflation device would not show the correct pressure. It was confirmed however that the balloon had been inflated. The physician then exchanged the device and experienced the same failure. No harm or injury was reported. This is one of two reports for this complaint - 9616662-2011-00071.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. The user was no certain which lot the suspect device came from but reported the following three possible lot numbers: k295314 - exp date: 09/30/2014. Device manufacture date: 10/2011. K292880 - exp date: 09/30/2014. Device manufacture date: 10/2011. K287855 - exp date: 09/30/2014, device manufacture date: 10/2011. A follow-up report will be submitted when the eval has been completed.